Event description:
The patient reported they have had 9 surgeries for their spinal cord stimulator (scs). Information omitted pertaining to event (B)(4)¿ unable to recharge. These events are not related. No further information regarding the surgeries or patient outcome was provided. Additional information has been requested and if received a follow-up reported will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).